Event description:
It was reported via user facility report "this pt underwent a total knee at an outside facility in 2003. She presents with complaints of pain in this knee and states it has progressively gotten worse. She was admitted for a revision of the left total knee. All components were removed and replaced."